Event description:
It was reported that the customer gave herself a square wave bolus and received a no delivery alarm. Customer stated that she changed her infusion set before dinner. Customer's blood glucose level was 430 mg/dl. Customer was assisted in performing a 5.0 fixed prime. Customer stated that the insulin did exit. Customer ran a fixed prime again and stated that more insulin should have exited. It was explained that the site may have been occluded. Customer was advised to change the entire infusion set and return the set for analysis. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.